Event description:
It was reported by the patient that there were concerns of premature battery depletion (pbd) for the subcutaneous implantable cardioverter defibrillator (s-ICD). The device remains in use. No adverse patient effects were reported.

Event description:
It was reported by the patient that there were concerns of premature battery depletion (pbd) for the subcutaneous implantable cardioverter defibrillator (s-ICD). The device remains in use. No adverse patient effects were reported. Additional information received indicates that the device was explanted and replaced. No additional adverse patient effects were reported.